Event description:
Pt reported her infusion device will turn off/on by itself and vibrates automatically. Pt stated is appeared on the display and will also put the bolus and other advertisements in very quickly but the buttons don't give any info to allow it to be stopped. No alerts or error messages were rec'd. Pt reported this is the first time the issue occurred. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.